Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a corneal incision wound burn occurred during a cataract procedure. It was reported that the product was not aspirating. Additional information was provided; however, it is not believed to be related to this case. Clarification has been requested. This is the second of two reports for this facility.